Event description:
According to a reported incident, the device powered off and on while monitoring a pt. The nibp would cycle on automatically. There was no information regarding pt outcome but no adverse affects were reported as a result of the incident.

Manufacturer narrative:
Physio-control evaluated the device and observed proper operation through functional and performance testing. Root cause for the reported incident could not be determined. The device was returned to the customer for use.